Event description:
It was reported that the needle of the 18 gauge thin wall needle slipped out of the hub and was embedded in the patient just below the left clavicle. It was stated that there was no plan to remove the needle since it was believed to be in subcutaneous tissue and that the patient was critcally ill.